Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure. There was no fluid in the reservoir. The source of the fluid leak is not known, however the reservoir was examined and it was fine. All component were removed and replaced. No patient complications were reported in relation to this event. The new implant worked fine.

Manufacturer narrative:
G5 combination product?: updated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure. There was no fluid in the reservoir. The source of the fluid leak is not known, however the reservoir was examined and it was fine. All component were removed and replaced. No patient complications were reported in relation to this event. The new implant worked fine.